Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set occlusion at site events on 25-may-2024 after 3 or more hours of insertion. Infusion set has not been used more than 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.